Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2 gram once in five days and route of administration not reported), gentamycin (20 milligram once in a day and route of administration not reported) and with unspecified additional medication for peritonitis. The patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.